Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: early onset seroma, implant site hematoma, soft tissue necrosis, wound infection manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: "to pre or not to pre": introduction of a prepectoral breast reconstruction assessment score to help surgeons solving the decision-making dilemma. Retrospective results of a multicenter experience. Pmid: 33973934, doi: 10.1097/prs.0000000000008120 objective/methods/study data: the authors processed a simple risk-assessment score to objectively evaluate the patient¿s risk factors, to standardize the decision-making process, and to identify the safest and most reliable breast reconstructive procedure. Lot, model and catalog number are not available, but the suspected mentor devices possibly associated with reported adverse events: mentor, breast implants, mentor worldwide, santa barbara, calif. And mentor tissue expander. Other devices: natrelle 410 and te - allergan, it was reported that: 6 patients who underwent breast reconstruction with unk breast devices experienced infection 8 patients who underwent breast reconstruction with unk breast devices developed seroma 11 patients who underwent breast reconstruction with unk breast devices developed skin-nipple necrosis 4 patients who underwent breast reconstruction with unk breast devices developed hematoma because of these complications, 10 implants had to be removed and salvage procedures were applied, by moving the reconstruction to a submuscular plane or by performing autologous tissue reconstruction. It was also reported that two years after surgery: capsular contracture bg-IV was detected in 12 breasts capsular contracture bg-iii was detected in 10 breasts capsular contracture bg-ii was detected in 70 breasts capsular contracture bg-I was detected in 375 breasts it was also reported that after an average of 10 months after surgery implant rippling or palpability was detectable in 38 breasts and an average of 30 ml of lipofilling was performed, successfully reducing implant visibility.